Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with sensor. The customer stated her sensor glucose was 50mg/dl and her blood glucose was 95mg/dl. The sensor alarmed threshold suspend, so she turned it off and on, calibrated and now her sensor glucose was 208mg/dl and blood glucose was 144mg/dl. Advised customer to contact doctor regarding site bleeding. Advised the customer the sensor will be replaced.